Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
New information notes that the device exhibited premature end of service and no capture. A user download was successful, however the device gave an end of service alert. A threshold test was performed and gave normal results.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). A user download was performed which successfully cleared the false eri alert. The patient would be monitored.

Event description:
New information notes the pulse generator was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.